Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was dislodged. During lead revision procedure, the physician had difficulty retracting and extending the helix. The lead was successfully explanted and replaced. The asymptomatic patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.